Event description:
Customer reported a small hole developed. The tubing was used with a colleague volumetric infusion pump, (B)(4). The reported condition occurred during use when blood was noticed on the bed and the hole was found. There was no patient injury or medical intervention.

Manufacturer narrative:
Sample has been requested for evaluation. A follow up report will be filed if when the sample is returned and evaluated or if any additional information becomes available.this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a v-shaped cut in the middle section of the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.